Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there were 7 false negative results received. No patient impact reported. The following information was provided by the initial reporter: "7 false negatives. Customer reports that the bottle was marked as negative by the instrument before the end of protocol. The bottle was marked prematurely negative as an anonymous vials this morning (see case # (B)(4), but was marked as negative before the anonymous status was corrected."

Manufacturer narrative:
B.5. Describe event or problem: occurrences was updated from 7 false negative results to 1. H.6. Investigation summary: catalog 442021 batch no. Unknown customer reported a false negative result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was 1 false negative result received. No patient impact reported. The following information was provided by the initial reporter: "7 false negatives. Customer reports that the bottle was marked as negative by the instrument before the end of protocol. The bottle was marked prematurely negative as an anonymous vials this morning (see case # (B)(4)), but was marked as negative before the anonymous status was corrected."